Event description:
Customer reports that pt had hypoglycemic symptoms and was unresponsive with blood glucose result of 470 mg/dl obtained on the inform system. Based on the meter result, pt was treated with an unk type of insulin, and lab result two hrs later was 45 mg/dl. It is unk if pt was treated for hypoglycemia. Requested return of suspect device and replacement was sent.